Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height drawer 4 stuck open, unable to close due to broken rail. A field service engineer replaced the external hardware which is the left side rail to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed and unable to close at cwing2. The customer stated that they were unable to remove/issue medication to the patient during this malfunction and also confirmed that customer used another station to get medications. This incident did not cause any delays in patient care and there was no patient harm. There were no adverse events or injuries reported based on this event.